Manufacturer narrative:
The device involved in this event has been returned and is being evaluated. A follow-up report will be submitted when the eval is completed.

Event description:
Coiling treatment of a a-com aneurysm. It was reported the coil could not be detached despite repeated pulling on pusher. During coil removal , the coil detached half way out of the aneurysm. The physician was able to push the coil into the aneurysm. No pt injury reported.